Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins depleting quickly was that the rep increased the stimulation from 40 to 200 ma. The issue had not been resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was recharging too often. The patient stated that they have to recharge their ins 3 times a day or shut it off at night; otherwise, the battery will deplete. The patient reported that they charged the battery to 90% this morning and by noon it was showing ins battery was critically low. No symptoms or complications were reported.